Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 22 mmol/l. Customer stated when she removed cannula from her body last night it was bent when she woke up with very high blood glucose. The customer treated high blood glucose with an insulin pen and current blood glucose is 11 mmol/l. Customer stated she is not sure whether her pump can recognize occlusion because there was no alarm. The customer wanted to perform the high-pressure test however was not feeling very good. Customer to call back to perform the high-pressure test.